Event description:
It was reported that the device delivered inappropriate high voltage therapy for svt. Program changes were made and the device remains implanted. The patient was fine following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.